Event description:
A repeatedly reactive advia centaur xp (B)(6) enhanced assay result was obtained on a pt sample and reported to the physician. The pt was at the hospital for delivery. The physician started the baby on azt. Supplemental confirmatory testing was performed on the sample after the delivery and the result was negative. The physician started the pt's baby on azt treatment. There was no report of adverse health consequences due to the discordant (B)(6) enhanced assay result.

Manufacturer narrative:
The instruction for use clearly states that repeatedly reactive specimens on the advia centaur must be investigated using supplemental tests for (B)(6). This event is being reported because the physician started the pt's baby with treatment based on the reactive results. No further eval of the device is required.